Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device was bloody indicating use. Visual inspection on the introducer sheaths had no noticeable defects. The broken dilator tubing was engaged to the sheath and the remaining part of the tubing was still engaged to the hub. The dilator tubing was broken at the edge of the hub. Actual physical measurements for outer and inner diameter of the dilator met specification indicating wall thickness is not a contributor to the event. Actual physical measurement of the introducer sheaths met specifications. (B)(4).

Event description:
The physician intended to use a 6f intrakit introducer. No damage was noted to the packaging of the device. The device was removed from packaging per IFU. No issues were noted when inspected on removal from packaging. The device was prepped per IFU. The device was properly hydrated. No resistance was encountered during advancement. Excessive force was not applied. It is reported that as the physician attempted to remove the dilator from the sheath the hub was separated from the dilator. No patient injury reported.